Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds. The lead was reprogrammed and later replaced. No patient complications have been reported as a result of this event.